Manufacturer narrative:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a vizigo sheath. When the grip of the vizigo sheath was lifted upwards, air was mixed in from the hemostatic valve. The issue was verified after the procedure was completed. The video investigation was completed on 22-sep-2025. A video was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the video provided by the customer, a red fluid was observed inside the hub, when the handle was lifted, the red fluid was observed passed through the vizigo sheath, this condition is related to the customer complaint regarding an air backflow in valve; however, the root cause of this issue cannot be determined at this time. A device history record evaluation was performed for the finished device, and no internal action related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of ¿appropriate term/code not available¿ represents video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a vizigo sheath. When the grip of the vizigo sheath was lifted upwards, air was mixed in from the hemostatic valve. The issue was verified after the procedure was completed. The devices were inserted into the sheath in the following order; smart touch sf catheter,rf needle, octaray, smart touch sf catheter, varipulse catheter, octaray. The verification was conducted by filling the inside of the sheath. The issue was confirmed with the reproducibility that air was mixed in from the hemostatic valve simply by lifting the grip/handle higher from the tip of the sheath. When the catheters were switched, utmost attention was paid and the situation was confirmed visually. The procedure was performed with no particularly unusual process. No patient consequence was reported. Additional information was received. No air entered the patient¿s body. The physician did not perform any maneuver to eliminate the bubbles. The issue was during verification after the sheath was pulled from the patient¿s body. No medical intervention was required. The patient did not exhibit any neurological symptoms since the procedure was completed.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. A video was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).